Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune claim letter received. Claim letter alleges pain, limited mobility, swelling, and the cement had separated from the tibial plate following the first surgery which resulted in a destabilization of the right knee. Cement manufacturer is unknown. Doi: (B)(6) 2017; dor: (B)(6) 2017; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.